Event description:
On (B)(6) 2019, a 34mm amplatzer atrial septal occluder (aso) was selected for use. During deployment, the patient's pressure dropped. The 34mm aso was resheathed and a tee was completed. The physician observed posterior effusion that was not present prior to procedure. The procedure was aborted due to the patient's unstable hemodynamics and posterior effusion. The patient was sent to surgery for drainage of the effusion and repair of asd. Per physician, the cause of effusion is unknown, but there are many factors that may have attributed such as patient anatomy and the large size of the asd, and the effusion could have occurred during device deployment, catheter exchange, or during wire exchange. Once the pericardial effusion was discovered, the effusion did not grow making it difficult to pinpoint the exact cause. The patient has been reported discharged and doing well. Echo and op reports were requested, but not made available.

Manufacturer narrative:
An event of effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that per the physician, patient anatomy and the large size of the asd may have contributed to the event.